Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.(B)(6).

Event description:
The customer reported the device charged for energy but failed to discharge. There was no report of adverse patient impact. A second device was used to perform the procedure.

Event description:
The customer reported the device charged for energy but failed to discharge during synchronized cardioversion. There was no report of adverse patient impact. A second device was used to perform the procedure.